Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during bulla resection of the lung. The first firing was completed successfully. During the second firing, the surgeon began to fire the device but heard a cracking sound while firing over thin tissue. The firing was completed with another handle. The surgeon did not report any stiffness from the handle. No patient injury.